Event description:
The customer reported that the system would not fully boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the sys and reset the single board computer bios settings. The sys operates as intended.